Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306547 and lot number 1105711. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible the customer is not using the product as intended. This product is not designed to draw back. If the product is not meeting the customer¿s needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the syr 10ml pump compatible saline 10ml fil, the device experienced the stopper separating from the plunger. The following information was provided by the initial reporter. The customer stated: when pulling back to waste off port draw the plunger becomes dislodged from the stopper on this one it came out at 4ml.